Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2014 with the following findings: the pump powered on with the returned battery cap. The cap was able to fully tighten and a power loss was not duplicated. The battery cap measurements were within specification. The battery compartment was intact. There were no unexplainable pump reboots observed in the black box history. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. There was no evidence of moisture or loose components inside the pump when the pump case was removed. There was no evidence of intermittent contact on the battery terminal contacts.